Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid (15 mg/ml at 0.721 mg/day) via an implanted pump. The patient¿s medical history was chronic pain. The indication for pump use was chronic low back pain and non-malignant pain. The patient reported that the pump leaked. Per the patient, they had gone for pump refills and there was less drug in the pump than expected, and it had started back on february 17th. During the pump replacement procedure, the drug was transferred from the old pump to the new pump. The expected volume was 17.1 ml and the amount withdrawn from the old pump was 17.0 ml. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Prior to the procedure, after the patient¿s discussion with the pain healthcare provider, they decided to have the catheter tip lowered at the time of the pump replacement to a new location to better capture the patient¿s lower back pain. The patient requested a full catheter replacement instead of just lowering the existing catheter tip to a new location. The surgeon agreed to implant a new catheter system. The existing catheter was at t8. The surgeon decided to implant the new catheter at the bottom of t10. It was noted that the issue was resolved at the time of the report.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6). Product type catheter the returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.